Manufacturer narrative:
(B)(64). The customer's report of a cracked male luer was confirmed. Visual inspection revealed that the male luer spin collar was cracked. Scratches and stress marks were found around the crack indicating that there may have been a clamp or tool involved in un-torquing the luer. Functional testing was not performed as the male luer spin collar was received damaged. Dimensional testing confirmed that the male luer tip was within the required specification. The root cause of the cracked male luer was not identified.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the IV tubing cracked at the distal end of the tubing when disconnecting from the patient. No patient harm reported.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.